Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that during the implant, due to patient anatomy, the physician was unable to complete the right sided implant. When the right side was attempted, the line would kink and the lead would not be able to progress. Three leads were attempted, without success. The leads were not used. No patient complications have been reported as a result of this event.